Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous vessel. A 6.0 x 40, 75cm mustang¿ balloon catheter was selected to dilate the target lesion. However, the balloon ruptured at 16 atmospheres. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the balloon found a large build-up of blood inside the balloon. No tears were visible in the balloon material. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified. The pinhole was located at 7mm proximal to the proximal edge of the distal markerband. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous vessel. A 6.0 x 40, 75cm mustang¿ balloon catheter was selected to dilate the target lesion. However, the balloon ruptured at 16 atmospheres. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).